Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable connect to external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken around (B)(6) 2018 wherein the ipg was explanted.